Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 (scope communication error) was displayed. A root cause could not be identified. Based on the investigation results, the most probable cause of the complaint was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope produced an unstable image output, and no image appeared. This issue occurred during reprocessing. There were no reports of patient involvement.